Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged one week after implant. Pacing failure was observed along with high thresholds and low impedance. The lead was programmed off and remain in the patient. No patient complications have been reported as a result of this event.